Event description:
Lead was implanted and when sheath was split by md (medical doctor) there was concern that the lead was damaged, therefore the lead was removed in case it was nicked by the slitter. A new lead was obtained and placed with a new sheath / delivery system and a new slitter was used. The slitter is also included.